Manufacturer narrative:
(B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot: unknown (x6) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c4-c5 and c5-c6. The following post-operative event was reported: postop visit date: (B)(6) 2006; ae onset date: (B)(6) 2006; ae description: csf leak other treatment: eviseal + drain; hospitalization: yes. Additional treatment: used eviseal <(>&<)> placed lumbar drain postop visit date: (B)(6) 2006; additional surgery: repair; additional surgery date: (B)(6) 2006; hospitalization: yes; additional treatment: repair of csf leak and placement of new lumbar drain for persistant anterior cervical spinal fluid leak ae outcome: resolved; description: lumbar drain removed and patient cleared for discharge on (B)(6) 2006.